Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis confirmed a burnt component. The component was replaced and the programmer operated correctly and passed all functioning tests. Additionally, the script chart recorder had cracked solder joints and cuts in the roller; evidence suggests this damage was caused by the programmer being dropped or mishandled. The script chart recorder was replaced. The burnt component was not known to be related to the observed abuse or mishandling. The device manufacture date for this product is (B)(6) 2006.

Event description:
Boston scientific received information that this programmer emitted smoke and then the display would not operate. The device was sent back for analysis and no adverse patient effects were reported.